Event description:
Same case as MDR# 6000089-2006-01185, 6000093-2006-01096 and 6000089-2006-01184 two days following a coronary artery drug eluting stenting treatment procedure there was thrombosis and the patient died. In the index procedure the patient received three taxus liberte' drug eluting stnets. A 3.5x16mm and a 2.75x16mm were implanted in the right coronary artery and a 2.75x32mm was implanted in the left anterior descending 9lad). These stents were deployed at 14 atmospheres (atm) for 10 seconds, 14 atm for 10 seconds and 12 atm for 10 seconds respectively. The rca was 65% stenosed and the lad was 80% stenosed. Medications received were plavix and asa the patient was discharged following this procedure in good condition. Two days later the patient developed severe angina and was admitted to the cath lab where the lad was found to be completely occluded and thrombosis was completely recognized proximal to the stent. The patient developed cardiogenic shock and hypotension. The thrombosis was treated with intra-coronary steptokinase and a guidewire was passed through the occluded 2.75 x 32mm taxus liberte' drug eluting stent. Several balloon inflations were performed but the clot remained and progressed proximally. A 2.75x24mm liberte' bare metal stent was deployed proximal to the occluded stent but was not effective. The lesion was post dilated using the stent delivery balloon. It was felt there was unresolved thrombosis at the lesion following this procedure. The patient died one hour after this procedure. In the opinion of the physician the cause of death was sub acute thrombosis (sat). This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.